Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported that the patient experienced a skin burn. Three icesphere 1.5 cx 90 degree needles were chosen for a geniculate nerve cryoablation procedure. The treatment was completed and all three icesphere 1.5 cx 90 degree needles functioned as expected. During follow-up, a burn of an unknown degree was discovered on the patient's skin. The physician treated the skin burn with healing ointment and an oral medicine. The patient is expected to full recover without permanent impairment.